Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-50 serial:(B)(4). Batch: 15028262.

Event description:
It was reported that the patient had an infection at the ipg site. The patient was sent to the hospital and underwent a spinal cord stimulator explant procedure and the patient was doing well postoperatively. The explanted devices will not be returned.